Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by the end user's daughter. The report stated that the end user was ascending a ramp when the brakes failed to engage. As a result, the end user slipped, fell to the ground, and was transported to the emergency room where they were diagnosed with a fractured pelvis. The device was returned for evaluation. Brake functionality was tested and confirmed to operate as intended; however, inspection revealed that the wheel was significantly worn down. This wear prevented proper contact between the brake lever and the wheel surface, causing the brake to slip. Due to the wheel's condition, although the brake lever engaged, the wheel continued to slip, rendering the braking system ineffective. Drive recommends periodic visual inspection of this product by the user, to ensure that all parts and hardware are secure, that components are in good working order and not worn, torn, frayed, or loose, and that there are no obstructions or impediments to normal, safe operation. If any part or mechanism appears to be unsafe or compromised, do not use the product. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.